Event description:
No additional informaiton provided.

Manufacturer narrative:
Due to the absence of a sample for return, the lack of photos, and the unknown batch information, the complaint cannot be confirmed.

Event description:
While preparing to draw blood back using a pre-filled catheter in the treatment room, the nurse noticed the fluid inside the pre-filled catheter was cloudy. No patient harm.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.